Manufacturer narrative:
Additional information was provided in d.9., h.6. And h.11. The device with the lens was returned in the blister tray inside the carton. The plunger lock and lens stop had been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was at the trailing optic edge. The lens was advance to mid-nozzle. The trailing haptic was looped back across the plunger tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The trailing haptic was observed to be misfolded, looped across the front of the plunger. The root cause for the misfolded trailing haptic cannot be determined. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intra ocular lens (iol) with the company delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the fill-to line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during an intraocular lens procedure, the posterior loop of the iol was folded. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).